Event description:
On (B) (6) 2010, patient reported she was hospitalized for a week. Patient stated on (B) (6) 2010, she went to bolus for her meal, ate, and shortly thereafter, began to feel disoriented and dizzy. Patient reported the paramedics were called and her blood glucose reading was 29 mg/dl. Patient's normal blood glucose range is 80-140 mg/dl. Patient reported the emergency response team provided her with "glucose d-50". Patient stated when she arrived at the hospital she was placed on a glucose drip and given an antibiotic. Patient reported she was taken off of the infusion device and given injection therapy. Patient stated she was discharged on (B) (6) 2010. Patient reported the clinical trainer visited her upon her discharge and changed the basal rate settings and the carbohydrate/insulin ratio. Patient stated since the general parameter adjustments were made, her blood glucose has been back to the normal range. Patient stated she feels she took too much insulin for her meal which caused the hypoglycemic episode. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.